Event description:
It was reported that the pt was experiencing swelling and pain at her ipg site. The physician treated the area with lidoderm cream and ordered an x-ray. Her physician does not suspect infection, however there is fluid present. The physician has referred her back to her implanting surgeon for further eval. She is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.